Manufacturer narrative:
(B)(4)

Event description:
The patient had a problem with recharging and had a "call your doctor" icon with an error message of 375 indicating an antenna issue. The patient was getting 0 coupling bars with the recharger, but could get telemetry with the device using the patient and clinician programmers. The recharger could turn the device on and off with no problems. He also had hip and groin pain at the neurostimulator pocket site and was worse when the device was turned on. Impedance measurements showed one electrode combination at >10,000 ohms. The patient was reprogrammed. The neurostimulator may be flipped, but was not confirmed at the time of this report. Additional information was requested.